Event description:
Customer alleged the arm bracket broke. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA issued for this event. Quote ((B)(4)) was initiated for this event for warranty repair. Model number ta4, serial number/date code (B)(4) is approximately 6 months of age. The user manual part number was issued with the device. It is unknown if he consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumers medical condition, stability, and medication regimen are unknown. The consumers age, height, and weight are unknown. The consumers technique while using the device is unknown. The dealer alleges that the consumer was pushing up from the chair to transfer and the arm bracket broke.